Event description:
It was reported that ra lead was capped and abandoned due to impedance out of range (less than 100 ohm) approx. 35 months after the implantation. The associated lead was also capped and replaced and a new pacemaker was implanted.

Manufacturer narrative:
As of today, the devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2022 showed the sudden decrease of the ra and rv pacing impedance from 500 ohms to 300 ohms followed by a sudden increase from approximately 300 ohms to above 3000 ohms at the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the atrial channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the devices themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.